Manufacturer narrative:
Per tandem¿s user guide, ¿insulin should be at room temperature before filling cartridge.¿ the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, customer mixed room temperature insulin with cold insulin. System check performed with tandem technical support did not find any identifiable issues, however, customer maintained that the pump was not functioning as intended. Customer's blood glucose level ranged from 200 mg/dl to 315 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.